Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had e216/e226 error. There were no reports of patient harm.

Event description:
It was reported the subject device displayed e216/e226 (communication) error. The reported malfunction was discovered during preparation for an unspecified therapeutic procedure. The procedure was completed successfully; the subject device was not used to complete the procedure. There were no reports of patient harm.

Manufacturer narrative:
Additional information was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: watertightness defect, defective images, chemical inside the charged-coupled device, cracked connector and corrosion of the charged-coupled device. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.